Manufacturer narrative:
Eval summary: the visual inspection indicated that the devices were returned in used condition with visual discrepancies attributed to frequent usage. The green overmold of the devices exhibited evidence of degradation. The handles had become tacky and discolored. A design non-conformance was observed based on the results of the visual inspection. A review of the device mfg history indicated that the reported lot of devices was manufactured and accepted into final stock with no reported discrepancies related to this event. The product experiencing reporting database shows this event is related to a trend of similar events where the green overmold handles of triathlon instrumentation is found to be sticky and degrading after sterilization. This is the same event as MFR# 2249697-2011-00483 and 2249697-2011-00484.

Event description:
It was reported that,"checking in triathlon instrument set in and found these items in the miscellaneous pan. After repeated use, washings and sterilization cycles, these items have become severely discolored and/or sticky to the touch."